Manufacturer narrative:
The patient's veneers (for teeth numbers 6, 7, 8, 9, 10, and 11) were placed on (B)(6) 2012. The patient returned to the doctor's office on (B)(6) 2012; the doctor repaired the voids around the patient's veneers with composite, without further incident. To date, the patient is doing fine. The returned product was evaluated for adhesive strength and was found to meet product specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results suggest that this incident is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.

Event description:
A doctor alleged that after the final placement of a patient's veneers with nix clear cement, the product "appeared to have washed away from the gingival margin".